Event description:
Pt had lack of efficacy/return of pain. A pump roller study was performed and it showed failed pump. Hcp pland to replace pump.

Manufacturer narrative:
Device was explanted and returned for analysis. A follow up report will be sent when device analysis is complete.